Event description:
Philips received a complaint by the customer on the v60 indicating that the v60 oxygen (o2) manifold was leaking. There was no patient involvement at the time the issue was discovered as the device was removed from service. The customer called technical support to report that the v60 oxygen (o2) manifold was leaking and stated that the manifold was first-generation. The remote service engineer (rse) informed the customer that the latest version of the o2 manifold was the third-generation o2 manifold and provided the customer with the part number of the replacement o2 transport kit. The investigation is ongoing.

Manufacturer narrative:
The customer called technical support to report that the v60 oxygen (o2) manifold was leaking and stated that the manifold was first-generation. The remote service engineer (rse) informed the customer that the latest version of the o2 manifold was the third-generation o2 manifold and provided the customer with the part number of the replacement o2 transport kit for repair. Per good faith effort (gfe) response, the customer ultimately ordered the replacement o2 manifold, and upon receiving the new part, the customer performed the replacement, verified that the issue was resolved, and returned the device to service. The investigation concludes that no further action is required at this time.